Event description:
The patient reported the hcp (healthcare provider) cleaned out the place where wire is, back in august. The patient stated it bothers her a lot. There was a hard time at first getting it to heal. The patient stated its alright. In august, the doctor cleaned out around the lead. When the patient sits down sometimes, the chair or underwear hits it. Just like a prick and elastic rubs up against it. The location of the patient's symptoms was at the lead location. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0kngf, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0kngf, implanted: 2014 (B)(6); product type lead. (B)(4).